Event description:
Customer reported experiencing a past high blood glucose event with a highest recorded level of 507 mg/dl. Cause was not known. In response, the customer changed the infusion set and cartridge to address the high blood glucose. Cts recommended consultation with a healthcare professional to discuss potential causes such as medication, stress, or lifestyle changes.